Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the lower left seam across from the 300-graduation marking on the bag. The issue was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this event occurred during the unspecified date of may 2022, further described as within the last week. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Unaided eye visual inspection was performed which observed a tear at the lower left side edge of the bag. Functional testing was performed which revealed a leak at the lower left edge of the bag. Magnified inspection verified a tear/hole at the lower left edge. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.